Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported intermittent failure physio replaced the power pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
It was reported that the device powered off while it was being used to monitor a pt. There was no adverse event reported as the result of the device use.